Event description:
Not sure if I was positioned correctly. Had valium. Sentences, screens, signs became slanted. My right eye pulled to the nasal. It felt like a rip cord let go when they did my right eye. Left eye shift outwards. Right eye hurt behind the eyelid for months. Ended up with corneal edema. Ended up with tradive dyskinesia. Facial muscles pulling to the left. Eyebrows sunk in and the right shifted to the right. Went from only being able to lift the outer part of my eyebrows, to now my whole eyebrow moves. Lost if my head was straight, or if I was holding it too high or low. Head tilt to the right. Jaw line moves and feels different. Lost my center, started having physical and neurological issues. Balance, falling in to walls, spatial issues, lost depth perception, started falling asleep because my eyelids got so heavy. They got so tight, that the veins in them would bulge. Cognitive decline. Could and still can feel the axis shifts in my body. Muscles no longer know what to do. Went from being grounded to felling top heavy. Could feel nerves changing in my body. Facial muscles and eyes go so tight from pulling that things started tearing internally. My body is no longer centered. Feel like things are sideways instead of forwards, backwards and left and right. I have changed in circulation. No longer feel connected to my body. Don't feel whole. Went from being right eye dominant to left eye. Right eye overcorrected and flipped axis. My neck vertebrae became so loose that they were moving. Brain shifted on the axis. Dealing with motion sickness now. Severe anxiety and depression from all off these horrible negative affects. Things that were never mentioned. Ended up with t2 signal change within the right midbrain of about 2 mm. Prechiasmatic optic nerves had mild surrounding dural ectasia. Things I didn't have in an MRI prior to lasik. Been doing vision therapy, have to see neuro-ophthalmology was in behavior health hospital to try and help figure out what maybe going on. Lost about a day and a half. Vaguely recall some moments of the day. There's so much more I have and am experiencing from this horrible procedure.